Event description:
Intra-aortic balloon pump (iabp) alarms to "check connections." Blood noted in tubing that contains helium. Iabp machine placed on standby. Physician ordered to turn iabp off due to impending coronary bypass surgery. To surgery and iab removed without complications.